Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications

Event description:
Newton clinical study subject ID: (B)(6). Index procedure with an intellanav stablepoint open-irrigated catheter was performed on (B)(6) 2022. The patient was admitted with a pericardial effusion, lower respiratory tract infection and pleural effusion on (B)(6) 2022. The suspected cause was pericarditis post ablation. He was hemodynamically stable and treated with prednisolone. He also tested positive for covid 19 on (B)(6) 2022. The event was resolved and the patient was discharged on (B)(6) 2022.

Event description:
Newton clinical study subject ID: (B)(6). Index procedure with an intellanav stablepoint open-irrigated catheter was performed on (B)(6) 2022. The patient was admitted with a pericardial effusion, lower respiratory tract infection and pleural effusion on (B)(6) 2022. The suspected cause was pericarditis post ablation. He was hemodynamically stable and treated with prednisolone. He also tested positive for covid 19 on (B)(6) 2022. The event was resolved and the patient was discharged on (B)(6) 2022. Additional information received indicated that that the patient was discharged and the event was resolved on (B)(6) 2022, not (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.